Event description:
Pt had bilteral silicone breast implants placed in 1977. Pt developed increased hardening in right breast and had mammographic evidence of implant rupture. Upon removal both right and left implants found ruptured.